Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose even after eating candy or drinking juice. Customer¿s blood glucose was 50 mg/dl. Customer was unresponsive the nigh prior. Customer alleged that the insulin pump was over delivering insulin due to blood glucose remaining low. Troubleshooting was performed and it was found that the reservoir was showing more insulin than what was shown on the status screen. The insulin pump will be and reservoir will not be returned for analysis.